Manufacturer narrative:
The lead has been returned to be analyzed and a supplemental report will be filed at the time of completion. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 165mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out of range pace impedance measurements and loss of capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to pace impedance measurements of greater than 2,000 ohms and loss of capture with no asystole. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned to be analyzed and a supplemental report will be filed at the time of completion.

Event description:
It was reported that this right atrial (ra) lead was explanted due to pace impedance measurements of greater than 2,000 ohms and loss of capture with no asystole. A new ra lead was successfully implanted. No additional adverse patient effects were reported.